Event description:
It was reported by the company representative that he observed high impedance on the patient's vns during a follow up. The patient is considering vns revision; however, no known surgical interventions have occurred to date.

Event description:
It was confirmed that the patient's vns system has been explanted. The explanted generator and lead system will not be returned to the manufacturer, as the explanting facility discards explants in the operating room. No other relevant information has been received to date.

Manufacturer narrative:
Relevant tests/laboratory data, corrected data: the settings and diagnostics information were inadvertently not provided on the initial report.

Event description:
Follow-up from the patient provided she wanted to go ahead with the surgery to remove the device.